Event description:
This patient underwent an incisional hernia repair with the lifecell device on (B)(6) 2012, following an ivor-lewis procedure. The patient was returned to the or on (B)(6) 2013. The surgeon found the mesh to be intact and well incorporated along the entire periphery. Unfortunately there was a large, central hole in the mesh which was the source of his hernia recurrence. The surgeon did not place any central sutures in the mesh. The device was not explanted.

Manufacturer narrative:
Method: review of information reported. Review of the device history records. Query of lifecell complaint system for any other complaints reported to lifecell against complaint related lot s10968. Results: review of the device history records for complaint related lot s10968 resulted in no remarkable findings, with no nonconformities or deviations related to the nature of this complaint. Lot s10968 did meet qc release criteria for the finished product. Query of lifecell complaint system identified one additional complaint made against lot s10968. The reported issue is not related to the event in this complaint. (B)(4). Conclusion: based on the information provided and our internal investigation into lot s10968, it was determined the postoperative tear and reherniation is a serious injury that required surgical intervention. The cause of this event is unlikely related to the device. The patient's medical history and related treatments are likely contributors to this event. As per investigation into batch records, complaint related lot s10968 met qc release criteria.